Event description:
Rn reports secondary infused too quickly for the rate entered. The infusion was programmed properly at a rate of 100 ml/h. Examine the pump and noted discoloration in the primary lr bag indicating that the ivpb flowed into the primary container. I was able to replicate and video the issue, this is a backcheck valve failure. FDA safety report ID# (B)(4).